Event description:
This device was explanted because it showed battery depletion (eri). During the follow-up in (B)(6) 2010, the battery state had still been mol1. No deterioration of the pt's state of health was reported.

Manufacturer narrative:
The device first underwent a status interrogation, which confirmed the battery depletion. The memory content of the device was examined. The documented charge processes resulted from the detection of intrinsic signals. Interference, which would indicate any external influences, was not visible. The device was opened and the battery proved to be discharged. The current uptake of the electronic module was examined and was normal. The electronic module was connected to an external voltage source and underwent an electrical function check. The antibradycardic output signal was correct and matched the programmed values. A fibrillation signal was fed in, and the module reacted according to specification with a defibrillation shock. The specified energy level was reached. The current uptake of the electronic module under load remained normal. The battery was returned to the MFR for a destructive analysis. The x-ray examination did not show any anomalies of the internal structure. The battery was opened. A damaged inner insulation was identified during the visual inspection. This impairment allowed an increased internal self-discharge, which contributed to the premature battery depletion. This is not a systematic device behavior. In summary, the analysis of the ICD found premature battery depletion. The clinical observation resulted from an increased self-discharge of the battery. The electronic module proved to be free of defects.